Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump just gave an alarm and it stopped delivering insulin. The customer reported pump had not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6. The customer was guided with steps to resolve the issue and was advised to monitor the pump and call back if the issue persists. The insulin pump was returned for analysis.